Event description:
It was reported that the screen suddenly went black during use and that the patient "could not be ventilated effectively". As per report, the device was replaced in a controlled maneuver; no patient consequences were resulting from the event.

Manufacturer narrative:
The user facility did not involve the local draeger s&s organization into examination of the device and potential repair measures; the ventilator is not under a dräger service contract. No further information was made available upon request; a case-specific evaluation is thus not possible. In fact, the complaint cannot be fully understood; it is not clear if solely the display went black making interaction with the device impossible or if the device performed a reboot respectively shut down. If solely the display is affected, ventilation continues leaving enough room to react and to replace the device. A reboot is the specified device response to overcome errors in the software processing or external disturbances; ventilation will be continued with the previous settings after the reboot is completed; the reboot sequence will take approx. 10 seconds, typically. The device is more than six years old; state of preventive maintenance and service is unknown. Since the exact nature of the system effect during the course of event is not clear, the triggering condition remains unknown. It can be related to component malfunction, use error or infrastructure issues; a differentiation is not possible due to lack of information. It is recommeded to the user facility to have the device checked by trained service personnel. H3 other text : device not available for evaluation.